Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and the ps1 power supply connectors were evaluated and reseated. The voltage on ps1 was readjusted. The system batteries were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not turn on. There is no report of death or serious injury associated with this complaint.